Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Additionally the alleged low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Additionally, the customer experienced a low blood glucose level of 53mg/dl, however, the customer declined troubleshooting.